Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 567 mg/dl. At the time of incidence. Customer was treated with manual injection for high blood glucose level. Customer reported that they received motor error issue for the insulin pump. Customer reported that they performed displacement test and there were passed the test. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis. Frn-mmt-unk-rsvr, unomed set.